Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another meter (emergency medical services device). The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that when she went to bed on (B)(6) 2020 at around 10:30 pm, she obtained an alleged inaccurate high blood glucose reading of "160 mg/dl" with the subject meter. The patient manages her diabetes with a combination of insulin (humalog on a sliding scale and lantus) and oral medication (pioglitazone 15 mg once daily). The patient denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate reading. The patient reported that she woke up on (B)(6) 2020 at 1:30 am and "fainted." The patient informed the cca that the emergency medical services (ems) were contacted for assistance and when the paramedics arrived, her blood glucose tested "45 mg/dl" on the ems device. The patient claimed the paramedics gave her IV glucose and advised her to eat some food. The paramedics stayed with the patient until her blood glucose tested "145 mg/dl" on the ems device. During the call, the patient indicated she had not been eating properly due to stress. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurate high blood result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.